Manufacturer narrative:
The reported event was unconfirmed because the device meets specifications. The reported failure is within specification as the product was not designed with the reported label. The product was not used for patient treatment or diagnosis. The product had not caused the reported failure. Visual evaluation of the returned sample noted one unopened (within original packaging), unused silicone foley. Visual inspection of the sample noted that there was nothing that could be considered a regulatory sticker on the packaging. Per the manufacturing site, regulatory information is on the label and not a sticker, which was on the product returned. No root cause could be found because the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that there was no regulatory sticker affixed when the foley catheter was taken out of the box.

Event description:
It was reported that there was no regulatory sticker affixed when the foley catheter was taken out of the box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.